Manufacturer narrative:
(B)(6). In trouble-shooting, after the medtronic representative reviewed the patient logs, a communication problem was found with the positioner motion controller. First this controller was replaced, however, did not resolve the issue. Also, found that the ethernet cable was mis-connected to the ethernet switch, causing it to be connecting and disconnecting intermittently. All connections were re-fastened and issue was resolved. System performed as intended. On (B)(4) 2016, a medtronic representative performed an imaging system check-out, navigation, cable grade, safety inspection and software areas passed. Mechanical and imaging modalities tests failed. Imaging system was intermittently re-booting due to mis-connection of the motion controller. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, (B)(6), reported that, while in a spine procedure, the imaging system was continuously re-booting and was not able to perform x-rays. The surgeon opted to discontinue the use of the imaging system and the navigation system and, instead used a c-arm to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.